Event description:
It was reported the pt ((B)(6)) is experiencing auto-reducing. Reprogramming did not provide a resolution. Diagnostic testing and x-rays revealed no anomalies. In turn, the pt underwent surgical intervention on (B)(6) 2014 to troubleshoot the issue. However, no changes were made during the procedure and the issue still persisted. Follow up revealed the pt may undergo surgical intervention at a later to have a new lead implanted to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.